Event description:
The complaint alleges the consumer experienced a fall from the chair tipping forward when utilizing his new chair. This allegedly resulted in serious injury.

Manufacturer narrative:
Manufacturer received summons from attorney alleging user tipped their chair, fell out and allegedly broke their hip and received fractures as well. No conformation of injury. MDR filed as a conservative measure.